Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their pump supplies to resolve the occlusion alarm. There was no known impact to the customer's blood glucose (bg) level.